Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking luer connection was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; whoever, during pressurization, leakage was observed at the interface between the syringe and the purple luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported "noting two 5f dl radiology piccs have leaked at the casing on the purple hub." No other information was provided. This report addresses the first device.

Event description:
It was reported "noting two 5f dl radiology piccs have leaked at the casing on the purple hub." No other information was provided. This report addresses the first device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking luer connection was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; whoever, during pressurization, leakage was observed at the interface between the syringe and the purple luer adapter. Microscopic inspection of the purple luer adapter revealed deformation along the inner edge of the orifice. Inspection of the luer adapters using an iso taper gauge revealed the purple luer to be below minimum specifications. The leakage at the syringe/luer interface was caused by the luer orifice being too small. It appeared that the luer was formed out of specifications during the molding/curing process. Photographs have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of refv2167 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refv2167) have been reported from the same facility.